Event description:
Additionally, the health professional reported that the patient was given 2 weeks of 50 mg prednisone daily. The event resolved 26 days post-onset.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event of sinus and right ear infection, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient was injected in the cheeks with 3 ml of juvéderm voluma® xc and noted minor bruising post-injection. Ice applied. Then that same day, patient also was injected in the upper/lower vermillion border and cupid¿s bow with 0.5 ml of juvéderm volbella® xc. Three months later, the patient was injected in the perioral and marionette lines with 0.6 ml of juvéderm® ultra xc. Two months later, the patient was diagnosed with "sinus and right ear infection," deemed not device related, at the emergency room. The patient was treated with a medrol dosepak and augmentin (10 days).the patient did not take the medrol dosepak "to fear of weight gain and increased hunger." The patient underwent panorex imaging that had "negative" results, CT imaging that noted ¿inflammatory change without abscess formation involving the right cheek area¿ and lab for wbc, and a cbc/crp that resulted in "CPR ¿ negative, wbc ¿ 11.8." The patient stopped prednisone due to intolerance and placed on scheduled ibuprofen 800 mg. Percocet as needed for "pain." The patient returned to the injector a week later and noted "filler seems to have migrated in cheeks, bilaterally," "filler also seems to have migrated from right to left,¿ and "with right sided facial/ear pain x 9 days." The patient was prescribed medrol dosepak, clarithromycin 500 mg bid for 14 days, zyrtec, and diflucan. Hylenex was offered the next day, but the patient cancelled due to improving symptoms. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03035 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2021-03036 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® ultra xc.